Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral and iliac vein using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12) and a penumbra engine (engine). During the procedure, there was an initial strong aspiration when the physician turned the engine on. Subsequently, the lightning clogged and the indicator light on the lightning unit turned from green to red. Therefore, the physician attempted to use a syringe to flush the thrombus through the lightning. The physician was able to flush the majority of the thrombus out of the lightning; however, the indicator light remained red. Next, the physician unplugged and re-plugged the lightning unit from the engine a few times but the indicator light remained red. Lastly, the physician power cycled the engine and the indicator light remained red; therefore, the lightning was removed and not used for the remainder of the procedure. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: blood was visible within the lightning housing. Conclusions: evaluation of the returned lightning revealed a leak within the units housing. During functional testing, the unit was unable to power on; therefore, the reported issue could not be confirmed. If a strong positive pressure is applied to the lightning tubing, a leak may occur within the housing. If a leak does occur, the unit will likely display a solid red-light system error and become non-functional. Penumbra lightning aspiration tubing is inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.